Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿viscometer failure or mechanical failure ¿.the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive". It also states "precaution: do not use if allergic reaction occurs or if patient has known allergies to device components".

Event description:
It was reported that the patient experienced skin irritation from the male external catheters. No medical intervention was reported. Per follow up on 09feb2021, the glue did not stick on the male external catheter, and the catheter would fall immediately during use even though it was the correct size. The customer noted the area was cleaned and dried prior to applying and no lotions or creams were added. The customer then switched to using item 39303 and noted the catheter had strong adhesive and so was sticking to the patient too hard which caused irritation. The customer reportedly used a warm wash cloth to assist in removing the catheter. Over-the-counter calmoseptine cream was used on the reaction. The customer switched to using the natural male external catheter and it also seemed to be causing some irritation to the patient. Patient uses otc calmoseptine cream for the irritation. The customer suggests that a pad should be made over the rough portion of the velcro strap of the male external catheter because it was not smooth on the patient¿s skin.